Event description:
This is a spontaneous case report received on 15-apr-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure and subsequently had the device removed due to complications. Company causality comment:this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Follow-up received on 26-may-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. The product technical complaint investigation resulted in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('metallic coil is found partially embedded in a 0.7 cm myometrial fragment.'), salpingitis ('chronic salpingitis') and menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. 632032, 686080) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 6, uterine bleeding, vaginal bleeding, abdominal pain, headache, fatigue, anemia, parakeratosis, acute salpingitis, nausea, vomiting, sinusitis, menorrhagia and pelvic pain female. Concomitant products included medroxyprogesterone acetate (depo provera) for contraception. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), salpingitis (seriousness criterion medically significant), menorrhagia (seriousness criteria medically significant and intervention required) and complication associated with device ("device complication"). The patient was treated with surgery (endometrial ablation and total laparoscopic hysterectomy. Bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the embedded device, salpingitis, menorrhagia and complication associated with device outcome was unknown. The reporter considered complication associated with device, embedded device, menorrhagia and salpingitis to be related to essure. The reporter commented: both tubal ostia were visualized. The essure devices were placed within each tube. On the left side no coils were visible at the end of the procedure and on the right side five coils were visible. Intrauterine cavity was noted to have a small fundal fibroid. No other intracavity defects were noted. The patient tolerated procedure well. Left fallopian tube (lot number 632032 and expiration date 01-nov-2012) and right fallopian tube (lot number 686080 and expiration date 01-nov-2012). Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2013: -focal parakeratosis. -fragments of leiomyoma. -mild acute and chronic salpingitis with squamous metaplasia. Lot number: 632032, manufacturing date: 2009/04, expiration date: 2012/04. Lot number: 686080, manufacturing date: 2009/11, expiration date: 2012/11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('metallic coil is found partially embedded in a 0.7 cm myometrial fragment.'), salpingitis ('chronic salpingitis') and menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. 632032/ 686080) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 6, uterine bleeding, vaginal bleeding, abdominal pain, headache, fatigue, anemia, parakeratosis, chronic salpingitis, nausea, vomiting, sinusitis, menorrhagia and pelvic pain female. Concomitant products included medroxyprogesterone acetate (depo provera) for contraception. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), salpingitis (seriousness criterion medically significant), menorrhagia (seriousness criteria medically significant and intervention required) and complication associated with device ("device complication"). The patient was treated with surgery (endometrial ablation and total laparoscopic hysterectomy. Bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the embedded device, salpingitis, menorrhagia and complication associated with device outcome was unknown. The reporter considered complication associated with device, embedded device, menorrhagia and salpingitis to be related to essure. The reporter commented: both tubal ostia were visualized. The essure devices were placed within each tube. On the left side no coils were visible at the end of the procedure and on the right side five coils were visible. Intrauterine cavity was noted to have a small fundal fibroid. No other intracavity defects were noted. The patient tolerated procedure well. Left fallopian tube (lot number 632032 and expiration date 01-nov-2012) and right fallopian tube (lot number 686080 and expiration date 01-nov-2012). Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2013: -focal parakeratosis. Fragments of leiomyoma. Mild acute and chronic salpingitis with squamous metaplasia. Quality-safety evaluation of ptc: based on the technical assessment, lot number was provided therefore, the quality unit conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 8-sep-2020: mr received: event "medical device removal " was updated by "metallic coil is found partially embedded in myometrial fragment", chronic salpingitis. Event: menorrhagia, lab data, medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("device removal") in an adult female patient who had essure (batch no. 632032/ 686080) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 6. Concomitant products included medroxyprogesterone (depo provera) for contraception. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and complication associated with device ("device complication"). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal and complication associated with device outcome was unknown. The reporter considered complication associated with device and medical device removal to be related to essure. The reporter commented: both tubal ostia were visualized. The essure devices were placed within each tube. On the left side no coils were visible at the end of the procedure and on the right side five coils were visible. Intrauterine cavity was noted to have a small fundal fibroid. No other intracavity defects were noted. The patient tolerated procedure well. Left fallopian tube (lot number 632032 and expiration date 01-nov-2012) and right fallopian tube (lot number 686080 and expiration date 01-nov-2012). Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 5-may-2017: legal case extraction form/ essure (medical records) - new reporter; patient's demographic data; medical history; and essure treatment details (lot numbers, insertion date and procedure details). Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. The product technical complaint investigation resulted in an unconfirmed quality defect. A product technical analysis update is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("device removal") in an adult female patient who had essure (batch no. 632032/ 686080) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 6. Concomitant products included medroxyprogesterone (depo provera) for contraception. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and complication associated with device ("device complication"). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal and complication associated with device outcome was unknown. The reporter considered complication associated with device and medical device removal to be related to essure. The reporter commented: both tubal ostia were visualized. The essure devices were placed within each tube. On the left side no coils were visible at the end of the procedure and on the right side five coils were visible. Intrauterine cavity was noted to have a small fundal fibroid. No other intracavity defects were noted. The patient tolerated procedure well. Left fallopian tube (lot number 632032 and expiration date 01-nov-2012) and right fallopian tube (lot number 686080 and expiration date 01-nov-2012). Quality-safety evaluation of ptc: based on the technical assessment, lot number was provided therefore, the quality unit conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 26-may-2017: quality-safety evaluation of product technical complaint. Company causality comment. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.